Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened escape and act buttons dome switch. The insulin pump has stripped battery cap at coin slot area, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that a button on the insulin pump was very difficult to press and the customer could not remove the battery cap. The customer's blood glucose was 170 mg/dl. Nothing further reported.